Manufacturer narrative:
The reported event was addressed with phone support. Intuitive surgical, inc. (Isi) field service engineer (fse) was informed by the isi csr that the issue did not occur on the following cases. Isi fse also verified no errors were present in artemis. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, intuitive surgical inc. (Isi) clinical sales representative (csr) reported from offsite that the surgeon had reported that after moving the endoscope it drifted a bit. The customer was able to complete the case with no harm to the patient. Logs were not available. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was 2/3s through the case when the surgeon started noticing the slight movement. A task was being performed at the time; the surgeon was performing a hysterectomy. The image was not inverted and the event did not involve a reversed control of system arms. The orientation never changed which is why the surgeon believes the endoscope moved freely with uncontrolled motion. The surgeon thought the camera would float a little after he removed his foot from the camera pedal. The staff believes that another port or instrument was up against the port the camera was in and that is what was causing the movement for a split second after the doctor took their foot off the pedal. The system did recognize the correct endoscope. The surgeon did confirm the desired orientation when the endoscope was installed. There was an indication of the image orientation provided to the surgeon via the user interface. The procedure was completed with the same scope. No patient injury.